Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd nexiva¿ IV catheter was unable to retract due to it sticking. The following information was provided by the initial reporter: customer was an able to retract the needle on our nexiva IV catheter because its sticking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 15-dec-2022. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one opened 20g nexiva device from lot number 2272331. A functional test of the device showed that the needle was able to be retracted; however, resistance was present when retracting the needle. The reported issue was confirmed. The inner diameter of the washer was found to be below the lower specification limit. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported by the customer that the bd nexiva¿ IV catheter was unable to retract due to it sticking. The following information was provided by the initial reporter: customer was an able to retract the needle on our nexiva IV catheter because its sticking.